Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic assisted distal gastrectomy, the device was used to resect the stomach, although the stomach was clamped with the reload at the second firing, the jaws of the reload opened more widely than usual. The operation was tried several times, but the issue was not solved. When a new cartridge was attached to the handle, the jaws tightly closed and the procedure was performed without problem. There was no patient injury.